Event description:
Additional information was received and it was started that the ins was not even working as the battery died. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3093-28, lot# v762719, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient went to the healthcare professional office and had an x-ray done that was only 1 out of the 3 or 4 wires was dangling into the sacral nerve. The patient stated the doctor wanted to let the ins run out to see if it was helping with her symptoms. The patient stated she saw an eos screen on the programmer and then noticed she could hardly urinate and had symptoms return about a week ago on (B)(6) 2020. The patient then saw poor communication. The patient also stated she had lower back pain starting on the same date. It was recommended that they follow up with their healthcare professional. The patient had an appointment on (B)(6). No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v762719, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 27-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by a patient that they were seeing an icon on their programmer that they had never seen before: that they had ¿two batteries showing in the top row of their programmer,¿ and ¿the battery that is low is the one with the ins behind it.¿ the patient reported they had a return of symptoms and stated that the night prior to the call they had trouble all night urinating. The patient stated that they would be in bed asleep and feel like they were going to ¿pee on¿ themselves, and noted that they would go in to go and that they hardly peed. The patient stated in response to the inquiry of whether troubleshooting/interventions had already been performed that the health care physician (hcp) checked everything a couple years ago and the patient stated that the hcp determined that they thought the lead was not in the right place and ¿not doing anything.¿ the patient noted they thought that they (the hcp) did an x-ray. The patient reported that they did nothing about it. When the patient was asked if they had a return of symptoms at the time the patient stated they couldn¿t remember. The patient then stated that they were ¿having a problem,¿ but noted that they didn¿t ¿remember what.¿ the patient reported that they called the hcp office that day of the call but they were closed. It was explained to the patient that the battery level they were seeing was indicating that their ins battery was getting low and the patient was advised that they would need to follow up with their hcp about getting it replaced. It was explained to the patient that when they saw a doctor and end of service (eos) on the programmer that would mean it was at end of service. The patient¿s symptoms were reported to have been trouble urinating and having the symptoms of a bladder infection (not related to the device/therapy). The patient reported that the night prior to the call they had been having pain on the right side above the ins and it was ¿going up.¿ the patient noted that it had gone away since then. The patient noted that they had an appointment with their hcp in (B)(6) 2019 and the hcp had said then that they had about a year left on their battery. The patient reported that they had an appointment at the end of (B)(6) 2019 to meet with the hcp. The patient stated that their hcp never examined them, that their bladder had fallen and the patient stated they knew it (not related to the device/therapy). The patient also stated that the hcp thought their settings were right and the hcp didn¿t feel comfortable changing the settings before. Patient services reached out to a manufacturer representatives (reps) in the patient¿s area and a rep replied that they had left a message with the patient earlier that day of the call. There were no further complications reported.